Event description:
This patient experiences non-auditory stimulation with his cochlear implant and it is no longer clinically effective. The implant has multiple shorted electrodes. The patient will be explanted. Explantation/reimplantation surgery is yet to be scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear corporation.